Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-03070. It was reported the patient received an error message that the ¿generator could not get enough power to operate.¿ diagnostics revealed high impedances, and x-rays showed lateral migration of the leads. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-03070. It was reported during follow up that the patient underwent surgical intervention during which one of the patients leads was explanted and replaced resolving the issue. Both of the patient's leads are being reported as explanted because it unknown which device was replaced.